Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure; there was thermal damage to the pulley cover on the maryland bipolar forceps instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was thermal damage on the pulley cover. The conductor wire did not appear to be broken. There was damage to the conductor wire insulation with exposed wire. The surgical task being performed when the issue occurred was peeling and the instrument was not in contact with tissue even though the arcing appeared to have originated from the instrument. There was no injury to the patient, and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Event description:
Refer to h11 for follow-up information.